Manufacturer narrative:
Exact date unknown, event occurred last month april the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not take and hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.